Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline damage was confirmed through the submitted images. A specific cause for the damage could not be conclusively determined through this evaluation. Review of the submitted images revealed cosmetic damage to the outer gray shrink wrap of the external driveline repair site. The underlying layers of the driveline repair appeared intact. Additionally, tape was observed covering a portion of the outer jacket of the driveline adjacent to the damage indicating additional cosmetic damage. The submitted log file contained events and data from 12nov2024 through 02dec2024. No notable events were captured. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate ii patient handbook, rev. C are currently available. Section 6 of the IFU, ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 of the IFU, ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 4 of the patient handbook, ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 6 of the patient handbook, "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. The replaced heartmate ii left ventricular assist device percutaneous lead patient instructions, rev. D, provides care instructions and important precautions regarding replaced percutaneous leads. This document cautions the user: "do not kink or bend the percutaneous lead. Check your lead often to make sure it is free of kinks or sharp bends. A kink or sharp bend in the percutaneous lead may damage the wires inside . . . Allow for a gentle curve for your percutaneous lead. Do not severely bend your percutaneous lead multiple times or wrap it tightly." The patient instructions states to check your entire percutaneous lead (including the spliced area) for signs of damage (cuts, holes, tears). If you discover damage to your lead, report it immediately to your hospital contact person. This document also notes to pay specific attention to the ¿end¿ areas of the splice where the grey tube meets the white tube (both ends). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that ventricular assist device (vad) team communicated that the patient had severe driveline damage and was on the way to the hospital. The center requested a heartmate ii implant kit which was delivered on (B)(6) 2024. So far there were no pump stop events, and the patient remained as an impatient. The transplant team got the patient updated to status 2. It was noted that the patient already had a driveline repair, and their remaining driveline was too short for another repair. The patient was in the emergency room on (B)(6) 2024, and it was stated that driveline damage looked to be loss of structural integrity but without damage to inner most wires. The pump appeared to function as intended. It was also stated by the site that the date read 03dec2023 but was from 30nov2024. The site noted the time may need to be reprogrammed. Log file review was requested, and there were no unusual events recorded in the log file event history. The log file did not contain any evidence of any type of driveline shorting/wire issues. The site was trying to get a transplant listing exception for the patient. Technical services confirmed that a second repair could not be performed as there was insufficient driveline above the original repair. Historically related MFR # 2916596-2020-04004 covers the short to shield.